Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2020-01397 and 3005099803-2020-01423 for other associated device information. It was reported to boston scientific corporation that two captiflex small oval flexible snares were used during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the first snare (the subject of MFR report # 3005099803-2020-01397) suddenly retracted. A second snare (MFR report #3005099803-2020-01423) and the same issue occurred. Reportedly, the event resulted in more bleeding. The customer noted that the change in handle was causing a different performance with the snare.